Manufacturer narrative:
Strip lot 304975 was not returned. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high inr from a coaguchek inr meter serial number (B)(4) compared to the laboratory method that was provided as "chronométrique method on sta-r stago." The laboratory method result was 2.60 inr and within 3 hours the result from the meter was 4.10 inr. The customer's therapeutic range is 2.5 - 3 inr. There was no allegation of an adverse event. The customer's meter and test strips have been requested for return. Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.